Event description:
The pt developed a (B)(6) infection and had her implantable neurostimulator explanted. Add'l info has been requested a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).